Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10218. The patient (B)(6) received a dbs system. It was reported the patient began experiencing a worsening of his clinical condition in (B)(6) 2013 (exact date unknown), with an emphasis during times that stimulation is turned off. In addition, it was reported the patient has experienced a rapid recurrence of disease symptoms since (B)(6) 2013, similar to his pre-implantation state. It was noted that during this time, there was also a significant drop in impedance values. Diagnostic testing revealed both high and low impedances. Additional information has been requested; however, no further information was available at the time of this report.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.